Event description:
It was reported that the external pulse generator's (epg) pacing output was low. The epg was tested by the biomedical engineer and remains in service. It is unknown if there was a patient attached to the epg at the time of the event. However, there were no patient reports during that time frame.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).